Event description:
Patient representative reported on behalf of the plaintiff that "biocell devices caused personal injury and damages including mental anguish and fear of increased risk of alcl, tissue damage, reconstruction, removal of implants due to fear of alcl, rashes, itching, asymmetry, firmness, grade iii capsular contracture, pain, enlargement lymph nodes, chronic inflammation, reactive fibrosis, depression, anxiety, and other physical and emotional manifestations that are severe and ongoing." Also reported "significant scarring, disfigurement, aggravation of depression and anxiety" which is not related to the device. This record is for right side. Device was explanted. Treatment: device explant, total capsulectomy.

Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, lymphadenopathy.